Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the console had no audio. The procedure was completed with the same endostat ii electrosurgical unit. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the device manufacture date are unk at this time. A visual examination of the returned device found the unit to be in fair physical condition. Functionally, no tones were output when the power was activated. This was due to a faulty beeper (b1). Otherwise, the unit was within specification. The condition of the returned incident device was consistent with the complaint that the unit had no audio output. The most probable root cause is device wear and tear. A review of the device history record (DHR) was performed on (B) (4); no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B) (4).